Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since, the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection. And based on the results of the investigation, the customer's allegation regarding to the lamps on the entire front panel were repeatedly flashing on and off was confirmed. The issue could have occurred, because the worn out socket slider switch caused intermittent use of high intensity mode. Which, may have resulted in the subject event. However, the root cause could not be specified. Since, it was confirmed, that a non-olympus product was installed. As to the installation of a non-olympus product, the instruction manual describes the following: [warning]: never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source front panel lights were flashing on and off repeatedly. The issue occurred during a diagnostic colonoscopy procedure. There was no delay, and the procedure was completed using the same device. There were no reports of patient harm.